Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not functioning. The field service engineer was able to resolve the issue by reseated usb cable from keyboard and rebooted station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a keyboard was not functioning. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.